Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one of the blade was bent pass the other blade. No missing piece. The bent blade measured at about .053 from each other. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported by site was that the pitch cable was found to be frayed at the distal clevis hub. No damage was found at the clevis. An additional observation not reported by site was that the instrument's distal pulleys exhibited mechanical indentations/burrs. There was an indentation at the edge of the distal pulley. No other damage was found. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci pyloroplasty procedure, the customer noted that the potts scissors instrument blade was bent. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.